Event description:
It was reported that the subject device had temporary disappearance of images on endoscopy tower monitors. The issue was found during a diagnostic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.